Manufacturer narrative:
Customer service conducted troubleshooting with the customer including, verifying use of correct kit components; verifying customer was washing parts according to medela instructions for use; verifying parts were dry when pumping; verifying tubing was not washing or drying tubing on the pump; verifying no milk backup; verifying correct breast shield size; and parts were disassembled; inspected, and reassembled correctly. The customer was sent a new pump and return of her pump was requested for testing/analyzing. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The device was returned with the customer's parts and accessories and was evaluated on 08/19/2021. The device was evaluated with the customer's parts and accessories as well as with a lab kit. High suction did occur during testing when the pump was operated in single high expression with the customer kit and lab kit with the customer's tubing. Suction values were within specifications when the lab tubing was used. Residue was found on the customer's connector, membrane and in their tubing. The customer's report of low suction was not confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she was experiencing no suction with her pump in style max flow breast pump. She additionally alleged that she was diagnosed with mastitis and is taking two medications.